Event description:
It was reported to philips that the system got shutdown with abnormal sound. The device was not in clinical use during this issue occurrence. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.